Manufacturer narrative:
The product has still not beeen returned for investigation. If the product is returned in the future, an investigation will be conducted and a follow-up report will be submitted.

Event description:
Complainant claims the poly insert fractured.